Event description:
It was reported that the right ventricular (rv) lead exhibited multiple high impedance levels, and was possibly fractured. It was further reported that the rv lead exhibited oversensing. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited multiple high impedance levels, and was possibly fractured. It was further reported that the ra lead exhibited p-wave undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. A cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The outer insulation of the lead developed a cosmetic depression while in vivo. Concomitant products: product ID 5568, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. (B)(4).